Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch error. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection of the device revealed the pump to be in good condition, no external damage was noted. The reported error was confirmed during review of the pump's event history log. It was also that the user improperly released the clutch during infusion. The root cause was thus determined to be user interface; the user of the device did not adhere to the pump's instructions for use. The complaint was confirmed.